Event description:
The customer reported that the images went black and displayed a "generator overload" and "low ma" errors. He finished the case with a different c-arm.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found a very loud anode bearing and arcing in the x-ray tube. He replaced the x-ray tube but the system was still arcing. He replaced the hv generator, snubber board with insultaors, and x-ray tube. The system operates as intended.